Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the available information, a (B)(6) years old male. He is a severe diabetic and has had a quadruple heart bypass. In early (B)(6) 2020, he catheterized 4 times with a coloplast sample box of sc tiemann ch12 (item 284920), after which he experienced a urinary tract infection (uti) and kidney infection (which is also a uti). He was admitted to hospital and was treated with antibiotics (no further information available regarding the treatment). He was discharged after 5 days and is no longer catheterizing. The patient has fully recovered from the uti/kidney infection and, according to the information obtained, did not suffer permanent injuries.